Event description:
The customer stated, that a probe crashed occurred because, the axsym troponin-I reagent's lid failed to open during instrument operation. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.